Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose level was 468-469 mg/dl. Customer declined to continue troubleshooting for the issue. Further information regarding the patient and event was not provided.